Manufacturer narrative:
Product event summary: one pump (B)(4) and two controllers (B)(4) were not returned for evaluation. Log file analysis associated with controller (B)(4) revealed a slight decrease in power consumption and estimated flows on (B)(6) 2017 to parameters below the normal operating range and 3 low flow alarms recorded since (B)(6) 2017. 5 vad disconnect alarms have been logged on (B)(4) since (B)(6) 2017. 1 controller power-up and associated pump start event was logged on (B)(4), indicating a loss of power to the controller. The controller power-up event was logged on (B)(6) 2017 likely during the programming of the controller. Based on the available information, (B)(4) was in service during the reported event which indicates that (B)(4) is the back up controller. 1 controller power-up and associated pump start event was logged on (B)(4), indicating a loss of power to the controller. The controller power-up event was logged on (B)(6) 2017 at 13:55:36. The data point prior to the loss of power was recorded at 13:52:33 with an active adapter connected to port 1 and a battery connected to port 2 with 87% rsoc. The data point after the loss of power had 2 batteries connected to the controller with 98% rsoc and 87% rsoc. The controller was without power for a maximum of 2 minutes and 57 seconds. As a result, the reported event was confirmed. The most likely root cause of the vad disconnect alarms can be attributed to the physical disconnection of the driveline from the controller. Based on the risk documentation, the most likely root causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad fill ing, inappropriate pump rotational speed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Other devices involved in the event: d4: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in the event: controller/ (B)(4)/ model #1403us / exp. Date: 2017-11-30/ UDI: (B)(4), device available for evaluation: no, mfg. Date: 2016-11-30, labeled for single use: no (B)(4). Controller/ (B)(4)/ model #1403us / exp. Date: 2017-11-30/ UDI: (B)(4), device available for evaluation: no, mfg. Date: 2016-11-30, labeled for single use: no, (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had elevated lactate dehydrogenase (ldh). Log file analysis showed three low flow alarms and five ventricular assist device (vad) disconnect alarms logged on one of the patients controller. One controller power-up and associated pump start event was logged on two of the patents controllers, indicating a loss of power to both controllers. No patient complications have been reported as a result of this event.